Event description:
It was reported that during a gastrectomy, the blade was broken off when a scrub nurse cleaned the device after several actuations. No error code was displayed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.